Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer ended the call and no information could be obtained. No further information could be gathered. No reported impact to the customer¿s blood glucose level.